Event description:
It was reported that an ilet user experienced frequent high glucose readings and disclosed announcing meals inaccurately in an attempt to correct elevated blood glucose, after which education on proper meal announcements was provided and the user was transferred to the clinical line for potential factory reset. Symptoms included hyperglycemia peaking at 327 mg/dl. Outcomes included the need for additional user training and clinical support. Investigation included review of device reports and troubleshooting with user education. Investigation of this case revealed user error related to meal announcement used as corrections contributing to high glucose, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.